Event description:
It was reported that during a procedure of the mildly tortuous, distal circumflex artery, the 3.0 mm x 38 mm xience prime stent delivery system (sds) was advanced but met resistance and could not cross the target lesion. The xience prime sds was removed from the anatomy and the distal tip was noted to be distorted/kinked. There was no reported adverse patient effect. A 2.5 mm x 20 mm non-compliant balloon catheter was used for pre-dilatation without issue. A second 3.0 mm x 33 mm xience prime sds crossed the lesion and was used in the procedure. There was no reported clinically significant delay in the procedure due to the device issue. Though requested, no additional information was provided. Subsequent information received (B)(6) 2011 from the physician stated that the xience prime balloon reached the lesion but could not be inflated and the device was removed from the anatomy without incident. It was suspected that the balloon was damaged.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned device confirmed the reported inability to inflate. The stent implant was stationary between the markers of the tightly folded balloon. The stent implant had flared and mangled struts. The stent implant outer diameters were not measured due to the damage noted. The shaft inner-member and outer-member were wrinkled 6cm distal to the guide wire exit notch, and there was a bend in the shaft 16cm distal to the strain relief tubing. The shaft was separated 116cm distal to the strain relief tubing. The separated edges had a straight cut and the outer jacket had a straight edge, suggesting that the device was cut. There was blood in the inflation lumen and in the balloon, which likely occurred as a result of the separation/cut. The inflation device used in the procedure was not returned, thus it cannot be confirmed how it may have contributed to the incident. A new indeflator filled with water was used to pressurize the device to 10 atmosphere (atm) and fluid leaked from a hole in the wrinkled shaft 5cm proximal to the separated edge. The balloon was inflated and the stent implant deployed; however, the balloon did not hold pressure. In this case, there was no report of any damage noted to the stent delivery system or the stent implant during inspection prior to use, or leaks during preparation for use, which suggest that a product deficiency did not contribute to the reported incident. It is possible that the shaft was cut/separated during handling for return shipment; however, this cannot be confirmed. The inner-member, outer-member, and the shaft damage likely occurred as a result of inadvertent user mishandling during the procedure, which likely contributed to the failure to inflate. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the available information and device investigation, there is no indication of a product quality deficiency.

Event description:
Return device analysis confirmed a distal shaft separation which appeared cut at the guide wire exit notch. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.